Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to show closed. The field service engineer opened the hh matrix drawer, reseated all connections, checked sensors. And found retractor band power connection was not fully seated. The field service engineer reseated the cable, verified latched to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer was failing repeatedly. The customer stated that it has been recovered but it has been an issue during surgery. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the retractor band connection issue. A field service engineer found retractor band power connection was not fully seated, reseated cable and verified latched to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, repeated drawer failure happened during a surgery. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.